Event description:
It was reported via repair work order that the cot was wobbly when rolling due to damaged caster horn bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.